Manufacturer narrative:
Concomitant: 5071-35 lead implanted (B)(6) 2005 and dtma1d1 crt-d implanted (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds and undersensing. The physican chose to turn the lead off. No patient complications have been reported as a result of this event.